Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels exceeded 27.8 mmol/l (500 mg/dl) while wearing the pod between 36 and 48 hours on the hip/buttocks. The patient's father noted the cannula was a little bent and the adhesive on the pod "had a yellow discoloration like if the pod was leaking insulin". There was also a few air bubbles noted inside the window of the pod. A new pod was applied to treat the hyperglycemia and upon removal of the old pod, which required baby oil to remove, the skin was noted to be more red than usual. The patient's blood glucose history is as follows: (B)(6).

Manufacturer narrative:
The returned device was evaluated and performed as designed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. No issues noted that would result in fluid leaking or cause high blood glucose levels.